Event description:
It was reported that there were telemetry issues. The patient's implant was completely dead. Two physician mode recharges (pmr) were attempted without success. These were done back to back and they confirmed they were right on the implant. It was stated "when the implant worked, it worked great when worked." The patient was implanted 4 to 4.5 years prior to the report. It was noted that "they were hit by lightning, or very close to lighting, within 5-12 feet of him." This fried his recharger. A new patient recharger was sent to the patient approximately 1 year ago. The lightning strike was 4 years ago. The patient had never recharged the implant. The last time the patient felt any stimulation was 1.5 years ago. After the lightning strike, the implant itself would never really quite hold a charge. It was stated that the patient had been through "a few power on reset (por) type things." The patient went 2-3 weeks between recharges, and then less than a week between recharges. The reporter was unsure if they would continue to do physician mode recharges as the patient wanted replacement. It was later reported that an overdischarge was confirmed. The cause of the overdischarge was that the patient stopped using device for over 18 months. Multiple trickle charges were attempted but the generator never turned on or could be programmed. Nothing else could be performed since the generator would not come on. Nothing else to be done was possible.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).